Event description:
On (B) (6) 2010 the pt reported that 2 days ago she noticed air bubbles inside her insulin infusion set tubing luer lock. She disconnected from her headset and primed out the air bubbles. She said her blood glucose has been elevated between 140-184 mg/dl with her normal range being around 140 mg/dl. She had no symptoms and said she did not deliver a correction bolus as her levels were not in the 200's mg/dl or greater. The pt stated she inserts and tightens the insulin cartridge into her infusion device prior to attaching the adapter and tubing. She was educated on the proper procedure. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.